Manufacturer narrative:
The reported event was unconfirmed. When 80cc of water was inflated into the returned red rubber wide lumen irrigation foley catheter using a 10cc leur lock syringe, no issues were noted. The catheter was also deflated with the syringe with no issues. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user experienced difficulties inflating the foley catheter balloon. The catheter was being used in the neurovascular department - intensive care, hautepierre site. The facility experienced this with three different catheters from the same batch. The user stated that the balloons were not inflated easily and that the total inflation could not be reached, which rendered them ineffective. The repeated incidents resulted in a 45-minute delay in patient care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced difficulties inflating the foley catheter balloon. The catheter was being used in the neurovascular department - intensive care, (B)(6) site. The facility experienced this with three different catheters from the same batch. The user stated that the balloons were not inflated easily and that the total inflation could not be reached, which rendered them ineffective. The repeated incidents resulted in a 45-minute delay in patient care.